Event description:
It was reported that during an acoma aneurysm procedure, after the microcatheter was delivered in place, the physician pushed the subject stent. When the subject stent approached the distal marker of the microcatheter, the physician found that the tip marker of the subject stent had already opened. Then, the physician stopped pushing the delivery wire of the subject stent, withdrew the subject stent and the microcatheter together out of the body. It was observed that the subject stent had penetrated out from the side of the catheter shaft wall near the distal marker of the microcatheter, and the first section of the subject stent had expanded. The physician replaced them with a new microcatheter and a new stent and successfully completed the procedure. No clinical consequences were reported to the patient due to this event.